Event description:
It was reported that during a ptca/ stenting treatment procedure, deflation difficulties were encountered. The lesion was located in the left anterior descending coronary artery. The maverick2 monorail 20/1.5 mm balloon was used to predilate the lesion for placement of an unspecified type of stent. The maverick2 monorail balloon was inflated to to 12 atms for 16 seconds. When the physician attempted to defate the balloon, it did not respond. Manual attempts to deflate the balloon were made with 10 and 2 mm syringe, but were unsuccessful. The physician burst the balloon with an encore inflation device. Patient status is listed as 'stable'.